Manufacturer narrative:
Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
There were no adverse patient effects associated with this evented information. Most recently, this medical device has been returned to boston scientific, but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead did appear to have an integrity issue as there was no apparent pacing functionality. Sensing was available. The physician eleted to use a different lead.